Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ovarian cyst removal procedure, while on instrument removal, the three instruments were too tight in the ports and the devices made a strange noise. It was swapped for other ports to complete the case. There was no patient injury.